Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2020 - 00154.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2020 - 00154.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown stem, lot #: unknown; item #: unknown, unknown liner, lot #: unknown; item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00569, stem.

Event description:
It was reported that the patient underwent a revision procedure approximately 6 years post-implantation due to unknown reasons. Attempts were made to obtain additional information; however, none was available.